Event description:
It was reported that the patient had to have the "lead reconnected". The patient continued to have incontinence and issues with her device. Additional information was requested.

Manufacturer narrative:
(B)(4).